Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): no anomalies found. Full lead returned and analyzed. Proximal conductor found distorted and blood present in/on the helix mechanism.

Event description:
It was reported that during the implant procedure a pacing lead impedance was high. The lead was removed and replaced. No patient complications were reported due to this event.